Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 111 mg/dl at the time of the call. The customer was given glucose shots and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer had dropped the pump once. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08695 inches. Insulin pump received cracked case at the display window and battery tube threads. Insulin pump received with minor scratched display window and case.